Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of citrobacter freundii and 1-10 cfus of escherichia coli. The device was retested on (B)(6) 2026, and it tested positive for 1-10 cfus of enterococcus casseliflavus and 1 cfu of enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing and the complaint investigation. Updated fields: d8, h2, h6. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.